Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Only part of tampon came out - still in vagina [foreign body in reproductive tract]. Only part of tampon came out [device breakage]. Only part of tampon came out of vagina [complication of device removal]. Case narrative: consumer reported via social media that she inserted a tampon and only half of it came out. No serious injury reported.